Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging non-hodgkin's lymphoma, eye irritation, nose irritation, skin irritation, dizziness, headache, cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging non-hodgkin's lymphoma, eye irritation, nose irritation, skin irritation, dizziness, headache, cancer. There was no report of medical intervention. No additional information can be requested at this time. The ventilator was returned to the manufacturer for evaluation and tobacco contamination was observed. The device's blower assembly, stirring fan (attaches to motor), stirring fan retainer, flow sensor assembly, tubing kit, exhaust fan assembly kit, low o2 flow tubing kit and blower bellows will need replaced due to tobacco contamination. No repair performed due to the device not needed for inventory. The unit will be scrapped.